Manufacturer narrative:
One device was received for evaluation. Visual inspection found the plunger screw hole to be broken. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the broken plunger rod and loose screw in drive train assembly. To address the issue the plunger rod was replaced with new screws. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a motor not running error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.